Event description:
A pharmacist reported an issue of matching of aspiration and drip upon the vitrectomy. There was an issue of adequation aspiration-perfusion, hence a deep hypotonia occurred. A new pak was opened. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: as the customer did not retain the finished goods lot number, the device history record (DHR) and lot history could not be reviewed. The returned sample was visually inspected and no obvious defects were found. A system console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. Fluid flowed from bss to the drain bag without any interfering. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. The 25+ probe was functionally tested and met specifications. An aspiration performance test was then conducted and the probe functioned per specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No system message appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications.

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).